Event description:
This is the 5th dual chamber tpn bag that was leaked upon transportation in the last 2 months. The bags have leaked on the side seams and also on the seam near the injection port. This particular bag leaked on the side seam.